Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros tropi es results were obtained from multiple patient samples processed on a vitros eci immunodiagnostic system. The most likely assignable cause could not be determined, however sample processing and the effect of poor analyzer maintenance could not be ruled out as having contributed to the event. The investigation determined that the customer had processed the patient sample outside the sample collection tube manufacturer's recommendations for centrifugation time and speed. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. In addition, the investigation found that there was evidence the incubator subsystem needed cleaning, which could potentially affect tropi es results. A tropi es performance test was not performed prior to cleaning the incubator, so it is not possible to determine if this subsystem issue was related to the event. Acceptable tropi es performance was obtained after cleaning the incubator. The non-reproducible, higher than expected vitros tropi es results were not reported outside of the laboratory and there was no allegation of patient harm as a result of this event.

Event description:
The customer reported obtaining non-reproducible, higher than expected, vitros tropi es results on multiple patients, using a vitros eci immunodiagnostic system. The initial and repeat tropi es results for those samples are: sample 1 yielded 0.106, 0.080, and 0.070 ng/ml vs. <0.012 ng/ml, sample 2 yielded 0.087 ng/ml vs. <0.012 and 0.013 ng/ml, sample 3 yielded 0.060 ng/ml vs. 0.018, 0.017 and 0.020 ng/ml, and sample 4 yielded 0.062 ng/ml vs. 0.035 and 0.032 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The repeat results were believed to be the accurate tropi es results for the patients. The non-reproducible, falsely elevated tropi es results were not reported outside the laboratory and there was no reported allegation of patient harm. This report is number six of six 3500a forms filed for this event, as six devices were affected. (B)(4).